Event description:
It was reported that during implant procedure, patient's right ventricular lead helix was unable to extend. It was also noted that stylet was not able to be removed from the lead. The lead was not installed and the procedure was completed using an alternate lead on (B)(6) 2022. The patient was stable.

Manufacturer narrative:
The reported events of helix mechanism issue and failure to remove stylet were confirmed. As received, a complete lead was returned in one piece with a stylet inserted in the inner coil and the lead helix clogged with blood/tissue. The measured full helix extension length was within specification. The cause of failure to remove stylet was due to blood in inner coil that prevented the removal of the stylet and excessive forces resulting in bunching of inner coil and lead body insulation. The cause of the helix mechanism issue was due to the damaged inner coil in the connector region and the helix clogged with blood/tissue. No other anomalies were found.